Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging a power (battery life) issue. No further information was provided. Animas customer support made several attempts to contact the reporter for more information; however, no further information was obtained. There was no indication that the issue caused or contributed to an adverse physical event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2017 with the following findings: the black box (bb) showed dates from 09/21/2017 to 09/29/2017. The bb data for complaint has been overwritten. There was no battery life issue observed in available bb data and the issue was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.